Event description:
It was reported that the colonovideoscope had no image and scope communication error b30. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection and the reported failure no image was confirmed and b30 was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was due to connector issue. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.